Manufacturer narrative:
Returned for evaluation was a soft-vu catheter. A visual review of the catheter noted a fracture on the tip. The fracture occurs 5mm from the weld joint, on the soft tip. The fractured off piece was not returned. The customer's reported complaint description of soft-vu tip fracture is confirmed. Although the complaint description is confirmed, a defintive root cause for the event cannot be determined. CAPA (B)(4) was initiated to determine the root cause and implement a corrective / preventative action for this type failure. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported to angiodynamics on july 12, 2017: during an angiographic procedure, it was noted the tip of the angiographic catheter had fractured off inside of the patient. The tip was successfully removed with no report of harm or injury to the patient. The reported defective disposable device has been returned to the manufacturer for evaluation.